Manufacturer narrative:
Evaluation conclusion: device has been evaluated but not repaired. The estimate was rejected and the device returned per the customer request.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.